Event description:
It was reported that the catheter was implanted into the patient on (B)(6)2020 . On (B)(6)2020 , when washing the catheter, it was observed and found a saline leakage. When the bandage was removed, it was verified that the catheter was loose from the hub. Since the catheter did not embolize, and it was pervious, the staff decided to open a new catheter of the same catalog and repaired with the new catheter's hub. This decision has been taken considering the child access difficulty. There was no patient injury because the catheter did not embolize, and due to the patient's fragility and access difficulty the medical staff have decided to not perform a new puncture, but to perform a repair with a new piece from another catheter from the same catalog. The rep emphasizes that in this PICC model, the hub is assembled during the insertion.the component is damaged because to detach the repair and assure that there was no catheter's fragment, it was performed its opening. It was made an x-ray to confirm the tip location after the implant of the repair. The leakage was of saline solution. The patient was receiving antibiotics and chemotherapy, but at the leakage moment is was saline that was being administered. Only the catheter's hub is available for investigation, because its extension is still implanted in the patient. And the hub is damaged due to the analysis that was made at the local at that time to be sure that there was no catheter's part left. Patient is still hospitalized, there was no impact.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter separated from the connector was confirmed, but the exact cause could not be determined from the four photographs that were provided for investigation. The photos showed a 4fr single-lumen groshong nxt connector. Two photographs showed the assembled connector without any portion of the catheter extending from the strain relief oversleeve. Two photographs showed a disassembled connector without any portion of the catheter attached to the metal cannula. The catheter tubing was not observed in the photos. The catheter was reportedly in place for more than a month, which indicates that the damage most likely occurred during use; however, the exact cause could not be determined. It is possible that tensile (pulling) damage was a factor in the reported event. A lot history review (lhr) of reds4464 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds4464 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was implanted into the patient on (B)(6) 2020. On (B)(6) 2020, when washing the catheter, it was observed and found a saline leakage. When the bandage was removed, it was verified that the catheter was loose from the hub. Since the catheter did not embolize, and it was pervious, the staff decided to open a new catheter of the same catalog and repaired with the new catheter's hub. This decision has been taken considering the child access difficulty. There was no patient injury because the catheter did not embolize, and due to the patient's fragility and access difficulty the medical staff have decided to not perform a new puncture, but to perform a repair with a new piece from another catheter from the same catalog. The rep emphasizes that in this PICC model, the hub is assembled during the insertion. The component is damaged because to detach the repair and assure that there was no catheter's fragment, it was performed its opening. It was made an x-ray to confirm the tip location after the implant of the repair. The leakage was of saline solution. The patient was receiving antibiotics and chemotherapy, but at the leakage moment is was saline that was being administered. Only the catheter's hub is available for investigation, because its extension is still implanted in the patient. And the hub is damaged due to the analysis that was made at the local at that time to be sure that there was no catheter's part left. Patient is still hospitalized, there was no impact.